Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6(b), g4, h4.

Event description:
Patient reported right side recall, textured implant, "worried about being exposed to cancer," radial folds, and periprosthetic fluid confirmed by MRI. It was reported capsular contracture, baker grade iii. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, crease/folding of implant, seroma-late.

Event description:
Patient reported right side recall, textured implant, "worried about being exposed to cancer," radial folds, and periprosthetic fluid confirmed by MRI. Device remains implanted.